Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
It was reported that the insulin pump had a no power anomaly and did not turn back on. The blood glucose reading was 12.2 mmol/l. The caller stated that the reservoir was replaced and batteries were changed twice, but this did not resolve the issue. Cleaning the battery tips also did not cause the display to return. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.